Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intra operative that the left ventricular (lv) lead exhibited placement difficulty and was unable to capture. The lv lead was attempted, not used and replaced. No patient complications have been reported as a result of this event.